Event description:
The cardiologist attempted arteriotomy closure with a techstar xl 8 fr pvs device. He met resistance with attempted needle deployment. Needle back down was not successful. Fluoroscopy showed that one needle was bent at a 45 degree angle 1/2" from the tip. The suture loop was pulled in an attempt to straighten the needle, but the attempt was unsuccessful. The cardiologist depressed the skin line and widened the subcutaneous tract. He was able to extract the needles and remove the device. A 14 fr sheath was replaced and the pt went to manual compression. A vascular surgeon was called and elected, because of the pt's low platelet count, to do a cut down and primary closure in the lab. Surgery was successful and the pt was fine. The vascular surgeon noted calcium in the femoral artery that had not been visible on fluoroscopy.